Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had intermittent buttons due to corroded keypad traces. The device also had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer treated with a six unit shot of insulin. The customer reported a button error alarm from the insulin pump. The customer also reported reinstalling the battery on the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.